Event description:
It was reported that the set screw was "backed out to far" of the implantable neurostimulator (ins). It was reported that during a revision procedure that the physician was unable to get the tightening wrench into the set screw while attempting to reattach the lead. It was further reported that it "appeared that the set screw was backed out of the port" and that the set screw was "seen underneath the silicone covering the set screw port." The patient's ins was successfully replaced and it was reported that the new ins was "working great." Further information has been requested. An additional report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).